Manufacturer narrative:
Device not received for investigation.

Event description:
It was reported that "the surgeon performed a xia / oic case on (B)(6) 2013 and it appears from the post-op x-ray that the cages have twisted through 90 degrees and that they are lying in the disc space with the graft window facing the wrong way. The surgeon reported that the cages were loaded onto the inserters correctly and he was certain that they were inserted in the correct orientation. The surgeon reported that he was considering revising the patient but has not yet made a booking with stryker for these particular kits." Please refer to x-rays attached to the pi. The sales rep will also contact the surgeon to obtain the relevant lot numbers.

Manufacturer narrative:
Method: complaint history review; x-rays; manufacturing record review. Result: a comprehensive investigation involving the o.i.c. (Ogival interbody cage) couldn¿t be completed for the reason that the cages were not returned as they are still implanted in the patient and the surgeon does not plan to revise it soon. A review of the x-rays, two levels were treated l4-l5-s1. At level l5-s1, the orientation and position of the markers suggests that the cages are correctly implanted. However at level l4-l5, the position and orientation of the markers suggest that the cages are rotated by 90°, confirming the observation of the surgeon. It is unusual however to observe two cages turning in the same direction, of the same angle, at the same time. If the space is larger than the cage once the osteosynthesis hardware is secured and locked, the cage may move more or less freely. (B)(4). Conclusion: as the device was not returned a definite conclusion cannot be made. However, the most probable cause for the 90° malposition or migration of the cage considering the complaint history review; x-rays and manufacturing record review is that the cages were placed with the wrong orientation in the disc space.

Event description:
It was reported that "the surgeon performed a xia / oic case on (B)(6) 2013 and it appears from the post-op x-ray that the cages have twisted through 90 degrees and that they are lying in the disc space with the graft window facing the wrong way. The surgeon reported that the cages were loaded onto the inserters correctly and he was certain that they were inserted in the correct orientation. The surgeon reported that he was considering revising the patient but has not yet made a booking with stryker for these particular kits."